Manufacturer narrative:
The reported event of backup (bvvi) mode was confirmed. The cause of the bvvi was a power-on-reset (por) due to normal battery depletion. Telemetry, impedance, sensing, and pacing of the device were tested and revealed to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Additionally, the reported event of inadequate shock was not confirmed. Hv output functions of the device were tested and revealed to be normal. No device malfunction was noted.

Event description:
The patient was admitted to the hospital for a gastrointestinal exam. At the hospital, the patient went into cardiac arrest and was resuscitated by external shocks. The device was interrogated and it was observed to be in backup (bvvi) mode. Technical support was contacted and discovered more than 150 shocks were recorded on (B)(6) 2022. The cause of the bvvi was due to a power on reset (por) due to multiple high voltage shocks delivered during arrhythmic storm which depleted the device battery to end of service (eos). No high voltage (hv) therapy was available when the device entered bvvi mode. The device shocked and treated ventricular fibrillation (vf) episodes correctly, but the arrhythmia continued and some charge time outs were recorded as well as inadequate hv output. No intervention has been performed at this time as the patient remains in critical condition. The healthcare professional and (B)(6) technical service do not allege any malfunction of the device.

Event description:
The patient was admitted to the hospital for a gastrointestinal exam. At the hospital, the patient went into cardiac arrest and was resuscitated by external shocks. The device was interrogated and it was observed to be in backup (bvvi) mode. Technical support was contacted and discovered more than 150 shocks were recorded on (B)(6) 2022. The cause of the bvvi was due to a power on reset (por) due to multiple high voltage shocks delivered during arrhythmic storm which depleted the device battery to end of service (eos). No high voltage (hv) therapy was available when the device entered bvvi mode. The device shocked and treated ventricular fibrillation (vf) episodes correctly, but the arrhythmia continued and some charge time outs were recorded as well as inadequate hv output. No intervention has been performed at this time as the patient remains in critical condition. The healthcare professional and (B)(6) technical service do not allege any malfunction of the device.

Event description:
Additional information was received that the device was explanted and replaced due to normal end of service (eos) to resolve the event. The patient was stable.